Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) called to report a pump that is giving him partial occlusion/blocked chamber messages. He has replaced both pressure sensors, bezel assembly, and logic board. Informed him that he may have a bad motor controller board or motor. He will try replacing them. No patient involvement that he is aware of.